Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(4) 2017 product type: lead.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported the trial patient was changing the bandage and their wire came out of their back. The patient was in contact with the doctor. The issue was not resolved at the time of report. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.